Event description:
It was reported that the catheter appeared to have an open circuit (failure to pace).

Manufacturer narrative:
One 5f pacel bipolar pacing catheter, flow directed, was received for eval. No anomalies were noted in the catheter, ring or tip electrodes, or connector pins. The catheter was electrically tested for resistance values and shorted/crossed circuits. The measured resistance value for the ring electrode circuit was within specification; the tip electrode circuit was out of specification. The catheter was cut approx 1.8 inches distal to the bifurcation, the wires exposed and stripped, and the resistance measured. An open circuit existed between the black wire and the tip electrode. Measured resistance between the red wire and the ring electrode was 1.2 ohms. The readings were unchanged indicating that the open circuit existed between the cut in the black wire and the tip electrode. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Internal corrective actions were implemented to modify the spot weld tip electrode process to ensure wire integrity.